Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check te pad messages/connector won't latch) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
Submitting this MDR as part of an internal audit where the electronic 3500a pdf form and a passing acknowledgement 3 could not be located. The internal audit indicates that the MDR report number was created on 3/24/2020. A us distributor returned a patient's monitor and reported that the patient was receiving frequent gong alarms and the monitor had a damaged connector.